Manufacturer narrative:
UDI: the part number is unknown. All attempts to obtain product information were unsuccessful. The catalog number and the serial/lot number were unknown. Therefore, the common device name, device product code, 510k number and device manufacture date were unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that a broken piece of cutter was found inside the lock spindle on the attachment device. Therefore, the reported condition was confirmed. It was determined that the cutter was broken at the lock groove due to excessive force while in use. It was determined that this caused the locking mechanism to malfunction. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during equipment inspection, it was observed that the attachment device would not accept the cutter device. According to the report, the "cutter lock was closed" on the attachment device. During in-house engineering evaluation, it was observed that a broken piece of unknown cutter was inside the cutter lock spindle on the attachment device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.